Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a small and thin posterior leaflet and tricuspid regurgitation (tr) grade 4. It addition it was noted that image quality was difficult. The first clip (20823r1076) was deployed successfully on to the mitral valve. For further mr reduction, a second clip (20308r178) was prepared. During preparation it was noted that the first clip detached from the posterior leaflet. Subsequently, the second clip was implanted to stabilize the slda clip and the mr was reduced to a grade of 1-2. After, the steerable guide catheter was retracted back into the right atrium and a third mitraclip (20330r129) was implanted off-label on the tricuspid valve without complication. The procedure was concluded with a tr grade of 3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) appears to be due to challenging anatomy (small and thin posterior leaflet). The reported poor image resolution was difficult to visualize due to patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.